Event description:
During a pci procedure, the maverick2 monorail balloon ruptured at 12 atms on the second inflation. The number of atms reached on the initial inflation is unk. The lesion location is unk. It is noted that another product was used after the rupture of the maverick2 monorail balloon. No pt injuries or complications were reported. Pt status is reported as 'good'.